Event description:
It was reported that the patient presented with pocket erosion at the pacemaker site. The physician explanted the entire system ¿ pacemaker and right ventricular lead due to erosion. The patient's condition was stable.